Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The field-returned monitor passed isl (safety) and eit (performance) tests. Kestra engineering identified the monitor as the cause of the service error code. During power on self test (post) the reported service error code may occur when a battery is at lower battery voltages. The intermittent issue can be resolved by switching to a fully charged battery and recharging the low voltage battery. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Event description:
The patient called in to report service required error code on the monitor (r2042- hvm power supply test failure). Customer care assisted in instructions to reboot the system, but the code continued reappearing, saying, "your device needs service".the issue was not resolved.there was no patient injury. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.